Event description:
It was reported that during stent placement procedure, the stent allegedly failed to deploy proximally. It was further reported that the stent allegedly got stuck on the deployment catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. However, one image was provided which demonstrated a stent that was partially released inside the patient; a damage or deformation of the stent or deployment system was not visible, and the image could also demonstrate a successful deployment before complete stent release. The sample was not returned so that the alleged issue could not be re produced which led to an inconclusive evaluation result. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The potential issue was found addressed as the instruction for use state: "predilation of chronic lesions with a balloon dilatation catheter is recommended." And '"do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Regarding to accessories the instruction for use state: "10f introducer for stent diameters of 16mm, 18mm and 20mm (¿) 0.035inch diameter guidewire". Regarding potential damages the instruction for use states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer, however, a image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during stent placement procedure, the stent allegedly failed to deploy proximally. It was further reported that the stent allegedly got stuck on the deployment catheter. There was no reported patient injury.